Event description:
The account alleged that when replacing the battery and connecting it to the power supply board the power cord arced when connected to the power supply board. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.